Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. There were no anomalies observed that would contribute to rising impedance and threshold, and all electrical/visual testing was within specified parameters. In addition an in-vivo fracture or insulation breach was not observed. The lead was returned with non-severe explant damage. The full lead was not returned; however the lead segments returned were a proximal portion measuring 39 cm and a distal portion measuring 39 cm. (B)(4).

Event description:
It was reported that the lead's impedances and thresholds rose in approximately the last month. It was noted that the trends are suspect to indicate some trending towards lead failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 694565 implantable tachy lead - (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.